Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss sf - 04844023. Infection at implant site: additional information in cf heal design ev "4.2" size 5.0-3.5mm is attached to implant + could not separate, please send new. Ref:68013016, lot: 53257.